Event description:
Healthcare professional reported capsular contracture baker grade unknown, "some pain" and "capsular rupture". Later healthcare professional reported baker grade ii. This record is for the right side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.